Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched display window noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Nothing further was reported.